Manufacturer narrative:
The patient will be seen in one month to re-evaluate the lead. At this time, this ra lead remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right atrial (ra) lead presented with noise oversensing that was recorded in the associated device's memory as atrial tachycardia response (atr). In addition, the pacing impedance measurements on this lead have decreased since implant. A lead failure is suspected. The configuration was changed from bipolar to unipolar pacing. No adverse patient effects were reported.